Event description:
It was reported that the wires were not connected inside. The problem was discovered during their quarterly inspection. No patient involvement was reported.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was received for investigation. Visual inspection was performed. The front cover was cracked with a broken tap on right bottom side, the membrane switch was not connected to the pcb, the pcb on the j2 connector was missing, and the main block was cracked. Functional testing was performed by filling the reservoir with water, attaching the temp check, plugging in the line cord and turning on the power. The customer's indicated failure was replicated as the membrane switch was not connected to the pcb and the j2 connector was missing. The root cause was determined to be the missing pcb connectors. As a result of the investigation, the pcb was replaced, as well as the front cover, main block, reservoir gasket, and o-rings. Preventative maintenance was performed and the device was calibrated, allowing it to pass all functional testing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.